Manufacturer narrative:
(B)(4).

Event description:
The consumer reported there was stimulation in the wrong location as the stimulation was for the feet however the patient felt it in his butt. The last adjustment with the manufacturer's representative (rep) was about one year prior to the report. There were no falls or traumas that could have been related to this issue. The patient had the ability to change stimulation. Trying to increase or decrease stimulation if medically appropriate did not resolve the reported issue. The patient had tried this before and it did not help. The patient did not have another group to try. This was stated to have occurred suddenly in (B)(6) 2016. Relevant medical history included peripheral neuropathy and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.